Event description:
It was reported that air leaked from the y-tube portion of wound drainage after about one day of indwelling, and suction became impossible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used evacuator. During visual inspection of the sample, it was observed that the received y connector was broken. This damage could potentially result in air leakage. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leaked from the y-tube portion of wound drainage after about one day of indwelling, and suction became impossible.